Event description:
Daughter of home patient (hp) reports patient line of homechoice set was not priming completely with and without use of patient extension line. Per hp's daughter, no injury or medical intervention resulted from incident.